Event description:
Patient reported experiencing elevated blood glucose. Patient indicated that she believed the device caused the elevated blood glucose. Patient indicated that she replaced her infusion set, cartridge, and pistion rod, but was unable to bring her blood glucose down. Patient indicated she switched to backup device and administered an injection. Patient indicated that the piston rod was move than 2 years old and the clock was an hour off. Patient indicated that she believed the device was loosening time. Patient indicated that she replaced the batteries and piston rod, but the device occluded during an empty prime.